Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced unexpected myopia and photopsia. The surgeon mentioned that there was a change in the effective lens position. The iol was explanted and exchanged in a secondary procedure. Additional information has been requested; however, further information has not been received.